Event description:
Additionally, loss of capture was noted on the lv lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that, increased pacing impedance was observed on the left ventricular (lv) lead. The device was reprogrammed as an intermediate resolution. X- ray imaging was performed and damage to the lv lead was visually confirmed. The lv lead was capped and replaced to resolve to this event. The patient was stable with no consequences.